Event description:
Pt had a sudden cardiac arrest. At home, emergency medical system service responded, applied defibrillator, pt in vfib, delivered 1 shock. Pt subsequently went to asystole. Pt expired. Unknown effect on patient outcome.